Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The reported malfunction occurred during preparation for a diagnostic dilation and curettage hysteroscopy prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had no image. The reported malfunction occurred during preparation for a diagnostic dilation and curettage hysteroscopy prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad charged coupled device. Olympus will continue to monitor field performance for this device.